Event description:
It was reported to boston scientific corporation in 2009, a wallflex biliary rx uncovered stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure the same day. According to the complainant, during the procedure, the physician put the stent through the scope. When the stent system came out of the scope, it hit the elevator and crimped. The stent was not deployed and the system was removed from the scope without difficulty. The physician completed the procedure with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.